Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen display and buttons was not responding. The customer blood glucose level was 101 mg/dl . The customer stated that the frozen display reoccurred. Customer reports the time clock does not advance. The insulin pump will not be returned for analysis.